Event description:
The "ash-split is leaving the body in many cases." The cuff is partly comming out of the exit site and the doctor can not put it in again. Multiple catalog and lot numbers were supplies as possibly involved.